Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the field representative reported approximately ten cases where radio frequency interference occurred while implanting subcutaneous implantable cardioverter defibrillators (s-icds). The radio frequency interference would occur between the device being used in the case and another device in the field representative¿s product bag which was located in the hall outside of the operating room. When they attempted to interrogate the device being used in the case, the programmer would not find that device. But it would find the device located in the field representative¿s product bag in the hallway. The field representative also reported that they have observed a few cases where the programmer would locate the s-ICD being used in the case, but when the programmer was connected to the electrode and the wand was placed on the patient¿s stomach, it no longer could find the device being used in the case. The programmer would attempt to find the s-ICD being used in the case four to five times and then without the wand being moved, it would eventually recognize the device. No patient names or specific product information was provided. Efforts to obtain this information were unsuccessful; however, it was noted that these instances have occurred at multiple locations with multiple different programmer tablets.